Event description:
The data and info contained herein is bing submitted to the FDA to comply with the regulations (21 cfr part 803) pertaining to medical device reporting. This MDR is based on preliminary info received by (B)(4), who has not conclusively determined the cause of the adverse event. This MDR is, therefore, not intended to and shall not constitute an admission that a reportable event occurred or that any (B)(4) products were causally related to the incident. Allegedly, the doctor was performing prostrate vaporization procedure when the unit failed to fire off; they allowed unit to rest and continued. This occurred 3-4 times during the case. The unit was functioning at the end of the case. After 2 hours in recovery, pt exhibited bleeding and due to the fact that pt would not accept blood transfusions due to religious beliefs, the doctor brought him back to the operating room and used a different device with monopolar settings to address bleeding. Pt returned to recovery and is in good condition post-op. Reference MFR #9610617-2013-00033.